Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a rebel bare metal stent balloon catheter. Visual inspection of the analysis of the returned product revealed that there were numerous kinks and blood present in the guidewire lumen. The balloon was tightly folded with the stent attached between the markerbands. Microscopic examination revealed that the stent was misplaced 1mm distal from the crimp marks on the balloon. The proximal end of the stent was damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that a stent could not cross the lesion. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery (lad). A 16 x 3.50 rebel bare metal stent was selected for procedure. The stent was advanced, but could not pass the lesion. The procedure was completed with another of same device. There were no patient complications reported. However, returned device analysis revealed stent damage.